Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The blood pump module was received with no signs of physical damage. An inspection on the transducer protector, line, and arterial pressure port found no signs of blood or ¿unknown substance.¿ fluid was able to enter the arterial pressure port to the transducer protector when pressing and holding down the art. Level button, as expected. Afterwards, the arterial pressure was stuck at -320 mmhg and could not reset back to 0 mmhg, due to the fluid in the arterial pressure port. The blood pump module became non-functional. The level adjust button on the blood pump module can only be used to raise the level in the arterial chamber. Pressing the level adjust key so long that the pressure transducer protector becomes wet. Wet transducer protectors must be replaced to avoid erroneous pressure readings. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008t machine with blood on the transducer, which occurred during an unspecified patient treatment. A fresenius res technician replaced the arterial blood pump, after which the machine passed functional checks and returned to service. Upon follow up with the clinic nurse, it was reported that there was no patient or treatment information available for the event. If additional becomes available, a supplemental report will be submitted.